Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed because the problem could not be reproduced. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly and catheter. Evidence of use was observed on the two-piece connector. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks. No damage was observed during microscopic inspection. The complaint of leak could not be reproduced; therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported on march 15, 2023, the patient was indwelled with a central venous catheter in the department of hematology of our hospital, and was readmitted to the hospital for treatment on (B)(6), 2023. The patient's left upper limb is swollen, red, and painful additional information provided 12/01/2023: it was reported by the customer "it has been confirmed that the patient has no secondary injury, and the patient and the department are emotionally stable, and there is no excessive behavioral reaction. No thrombus was found in the b-ultrasound examination. After communicating with the patient, the catheter was pulled out and it was found that there were holes and leakage at the implantation end of the catheter."

Event description:
It was reported on (B)(6), 2023, the patient was indwelled with a central venous catheter in the department of hematology of our hospital, and was readmitted to the hospital for treatment on (B)(6), 2023. The patient's left upper limb is swollen, red, and painful additional information provided 12/01/2023: after active communication with the head of the department, the equipment department of the hospital, the engineering department, and the leaders of the hospital by phone, it has been confirmed that the patient has no secondary injury, and the patient and the department are emotionally stable, and there is no excessive behavioral reaction. Customer reports "we have submitted all the information required by the hospital. On december 5th, the head nurse of the hematology department returned to the department for training and study, and I will go on a business trip to understand the situation in detail, and understand it from the following aspects: confirmation of the physicochemical properties of the drugs used; understand the process of catheterization; maintenance uses syringe size, to analyze the cause of trachoma leakage. No thrombus was found in the b-ultrasound examination. After communicating with the patient, the catheter was pulled out and it was found that there were holes and leakage at the implantation end of the catheter

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.